Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not accept the infusion lines; this condition had the potential to interrupt delivery. This condition was found in the intermedia area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not accept the infusion lines was confirmed and reproduced during product evaluation. The quality engineer later assigned the faulty slide clamp assembly sensor to be the determined problem. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. Additional information: a service history review revealed that this device was previously serviced for a similar reported condition of "does not accept the infusion lines." The slide clamp assembly has been replaced during previous service. A follow-up report will be filed if any additional details become available.